Manufacturer narrative:
Device available for evaluation?: device received date unknown. The device was returned for investigation. Upon evaluation of the device, a no image was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a hd camera head fails to be recognized by the video processor. During a standard service inspection of the customer returned device, no image was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. In addition to the customers complaint and the reportable malfunction in b5, the repair center found the charged coupled device connector and cable are broken and there was leakage of the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b31 error occurred due to a communication failure caused by a cable failure. It¿s probable the cable failure occurred due to water entering cable and causing deterioration of the cable. However, a final root cause was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.